Event description:
Customer reported that insulin squirts out during the prime process and is truck in the rewind complete loop. He stated he was disconnected from pump during prime. Customer stated that the tubing broke and he was changing the complete infusion set and reservoir. Customer stated that he pulled the tube out and the insulin pump "rewinded"; then he filled the new reservoir and put it into the insulin pump. Customer was instructed to hold the act button until he received a second series of beeps or numbers on the display. Customer stated he received the beeps. Customer stated that he does not recall that the tubing connector or the top of the reservoir were wet with insulin, alcohol or any other liquid prior to connecting. Customer stated that there is a gap between the piston and reservoir stopper during prime. Customer unable to check the insulin units remaining for reservoir in the status screen. Blood glucose is 500 mg/dl; treated with manual insulin injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion test could not be performed due to the prime anomaly. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, and minor scratches on the display window.